Manufacturer narrative:
The subject device was returned to olympus (B)(4) for eval. The evaluation confirmed that the ptfe pad was severely worn. The mfg history was reviewed, with no irregularities noted. Based on the eval and the past cases with the same model, it is unk that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad severely wears. The instruction manual of sonosurg scissors prohibits the usage as mentioned in the above, and described how to deal with when an irregularity is found.

Event description:
Olympus was reported that the ptfe pad was deformed after few uses. There was no pt harm reported.